Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with intraperitoneal injection of vancomycin (2 gm, frequency and duration not reported), injection of meropenum (route, frequency and duration not reported) and an unspecified additional medication for the event. Dianeal therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available.

Manufacturer narrative:
It was reported during follow up that the patient was not hospitalized for the event of peritonitis. On an unreported date, antibiotic treatment was stopped and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.